Manufacturer narrative:
(B)(4). Date sent: 5/18/2026. D4: batch #unknown. Additional information was requested, and the following was obtained: - per phone conversation with the rep: surgeon believes that the home button was stuck prior to firing and became unstuck during the firing which caused the return to home during the firing sequence. Event description has been updated with a more precise description of the event. - per the email from sales rep: "the surgeon was articulated to the left. Began his firing and while firing it returned to the home position and completed the firing. He said before this specific firing it felt more difficult to close the closing trigger. The surgeons suspected that the home button was potentially jammed or stuck and became unstuck while firing which triggered the return to home while firing." 1. Surgeon advised no patient consequence 2. I do not have an answer to that question at this time attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec3d60l lot number a99j1k and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure; it was observed that it was a little more difficult closing the device than normal. It was further reported that the device was articulating to the left on the stomach and during the firing sequence the device moved to the home position on its own. The firing sequence was completed with no irregularities in the staple line reported. No patient consequences were reported. No additional information was provided.